Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update: 02/10/2017 ((B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges left groin, hip, and back pain, difficulty standing for more than 5 minutes, and a "hole in the femur and the bone is deteriorating". Metal ion labs indicate significantly elevated cobalt and chromium levels > 7.0 ppb. Previously reported unknown depuy device will be designated stem and elevated metal ions harm will be added to the complaint. No operative records are currently available within the medical record. It appears that the index surgery of (B)(6) 2007 was revised on (B)(6) 2007 for unknown reasons. If/when additional information becomes available, additional harms will be evaluated. Prod/lot updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.